Manufacturer narrative:
Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensor, bag/vent switch, and the vent engine were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the unit was not able to ventilate in pressure mode during a case. The unit was switched to volume mode to complete the case. There is no report of patient injury.